Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm was displaying low. She ate fruits to increase the cgm value. It was reported that she was lethargic, dizzy, was vomiting and had a blank stare. The patient was brought to the hospital. The patient's bg was checked and it was 500 mg/dl. The patient was provided an insulin drip as well as electrolyte drip. The patient was in the hospital for 5 days. At the time of the report on (B)(6) 2022, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.